Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported lot number was manufactured in 2009 and had an expiration date of 5 years. The DHR is no longer available for the reported lot number as we legally keep DHR records for 7 years at which point they are removed from the archive and destroyed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd ultra-fine¿ mini pen needle there was an issue with after injection there is red bruising the size of a quarter, a brown scar, and itching in the site.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ mini pen needle there was an issue with after injection there is red bruising the size of a quarter, a brown scar, and itching in the site.